Event description:
In the event that a technologist makes an error during demographic input, performs the study and subsequently modifies the pt info after the exam, the database on the pet scanner shows the corrected info. However, the studies that are sent out to a receiving system may not have the corrected info. This issue was found during system acceptance testing with a pacs system at the site.